Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1822565-2012-02563. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee was revised due to pain and non-union from tibial bone fracture that occurred during the primary surgery. Prior to the revision, the patient underwent a knee manipulation under anesthesia in (B)(6) 2008.